Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The sensor was inserted into the patient¿s abdomen on (B)(6) 2018. The patient was sleeping and woke up on (B)(6) 2018 with blood on their abdomen where the sensor was inserted. They stated they tried to apply pressure and put band aids on the area; however, the bleeding did not stop. The patient¿s wife decided to call 911 around 5:20am and when the paramedics arrived, they applied clean band aids over the insertion site and checked the patient¿s vitals. The paramedics transported the patient to the hospital where they applied more bandages and applied pressure on the affected area. The doctor applied a blood clotting agent onto the patient¿s abdomen. The patient indicated that the clotting agent did not work and the doctor an unknown agent and a torso band aid on the patient. He had the patient lay on their side for half an hour and after half an hour, they applied lidocaine. After forty-five minutes of treatment, the bleeding stopped, and the patient was released from the hospital and sent home with blood clotting supplies. At the time of contact, the patient was in stable condition.